Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference MFR report: 3006705815-2018-01256 & 3006705815-2018-01257. It was reported the patient's scs system implant procedure was abandoned. Reportedly, after multiple attempts the physician could not place the leads in the intended location due to the patient's anatomy. Subsequently, the physician ended the procedure with no product implanted.